Event description:
It was reported that the spo2 sensor fell off the pt's finger, which was not noticed by the users. The monitor reportedly continued to display 100% o2 saturation and did not alarm. It was reported that the pt died. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.